Event description:
It was reported that the catheter shaft broke during extraction. Resistance was felt when catheter was pulled back. It was stated that calcification was attributed for the resistance. An incision was made to retrieve the distal end of the catheter. All parts were retrieved. No pt injury reported.